Manufacturer narrative:
Initial MDR 2517506-2021-00091 was filed 05-apr-2021. Additional information (06-apr-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) results on a dimension exl 200 system. Hsc reviewed the information provided by the customer and the instrument data files. The instrument data indicated there was an atypical sample aspiration profile on the first aspiration of sample ID (B)(6) which produced the elevated result. However, a sample integrity issue cannot be confirmed. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely elevated cardiac troponin I (tni) result obtained on a patient sample on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl 200 system. The discordant result was reported to the physician(s). A new sample was obtained, processed on the same instrument, and a lower result was obtained. The original sample was then reprocessed on the same instrument and a lower result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I (tni) result.